Event description:
Customer reported the system will not boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found a tripped circuit breaker. Found battery charger was cause. Replaced batter charger. System operates as intended.